Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12602. It was reported that the right atrial lead exhibited high capture threshold and under sensed p waves during device interrogation. The atrial lead has been dislodged and there has been no sensed p wave preventing cardiac resynchronization. The patient had worsening of cardiomyopathy and secondary mitral regurgitation. The patient had sustained ventricular tachycardia and an episode of seizure. The cardiac resynchronization therapy defibrillator did not shock since it was programmed to delay therapies. The therapies were disabled. The lead was capped and replaced on (B)(6) 2019. Dft was performed successfully. The new lead was connected to the existing device. The patient was stable.